Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for epilepsy. The patient has had more attacks since the beginning of (B)(6). Their hands and feet shake and they fall down when standing up. The ins was adjusted, which improved things temporarily. The patient experienced an increase in seizure frequency the past 6 weeks, possibly related to the programming, and an attack every 1-2 days. The attacks were daily the last few days prior to event resolution; it was noted it could have been more frequent as the patient did not notice the big attacks themselves. Diagnostics included laboratory testing and CT scan (without contrast) on (B)(6) 2018. Actions included increasing stimulation amplitude on this date, hospitalization for three days, and decreasing amplitude on (B)(6) 2018. The event resolved without sequelae on (B)(6) 2018. Patient medical history included nasal polypectomy, fess, adenotomy, and parieto-occipital epilepsy.

Manufacturer narrative:
Updated event date. Month and year are valid, but exact day is not known. If information is provided in the future, a supplemental report will be issued.